Event description:
It was reported that during patient use, the ventilator generated a &quot;no communications&quot; alarm and then ventilation stopped. The device was plugged into an ac power source during the event. When the device was turned off and on again it started up and worked normally. The patient was removed from the ventilator and transferred to another ventilator, as a precaution. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).